Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.50/2.5/069 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. On 04/sep/2020 the lens was removed and exchanged for a longer length lens and the problem was resolved. Cause of the event is reported as unknown.